Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. Nine years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, at least six struts were significantly perforating the ivc. As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. Nine years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received from the patient profile form (ppf) indicates the patient is sometimes stressed because she is aware of the potential problems her ivc filter could cause. There have been no removal attempts made. Additional information was received from medical records that the preoperative diagnoses at filter placement were multiple pulmonary emboli on coumadin, right lower extremity deep venous thrombosis ,factor v deficiency, status post iliac stent several years prior, was admitted to hospital for pneumoperitoneum and ruptured left ovarian cyst. The patient was also contraindicated for anticoagulation despite being on coumadin. A trapease filter was deployed below the renal veins. The patient was in stable condition following the procedure. Based on the additional information received, updates were made to the following sections: age or date of birth and date of event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. Nine years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received from the patient profile form (ppf) indicates the patient is sometimes stressed because she is aware of the potential problems her ivc filter could cause. There have been no removal attempts made. Additional information was received from medical records that the preoperative diagnoses at filter placement were multiple pulmonary emboli on coumadin, right lower extremity deep venous thrombosis and factor v deficiency, status post iliac stent several years prior, was admitted to hospital for pneumoperitoneum and ruptured left ovarian cyst. The patient was also contraindicated for anticoagulation despite being on coumadin. A trapease filter was deployed below the renal veins. The patient was in stable condition following the procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.